Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer implanted for spinal pain reported the patient programmer (pp) antenna wouldn't plug in or stay in the pp, and the cord was damaged. The consumer was trying to use the pp to make an adjustment due to having pain in their leg which started that day. They also tried to use the pp without the antenna but saw the poor communication screen and were unable to interrogate. No out of box failure was reported. No outcome was reported related to this event. Additional information has been requested. If additional information is received the event will be updated.